Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor connected to pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, error did not recur after reset, and customer successfully started new sensor session; device was not returned and no replacement pump was provided.